Event description:
Please refer to the initial report.

Manufacturer narrative:
In the course of manufacturer investigation, the affected oxylog 3000plus including its carrying system and the wall holder were checked at the dräger repair workshop in lübeck. The two contacts of the wall holder, which supply the output voltage of the power supply unit, show signs of a thermal impact. Corresponding thermal effects are also visible at the corresponding contact plate of the carrying system. The functional check showed that the carrying system had hardly any guidance when being inserted and that the device was movable. This could be attributed to the lateral guide plates at the lower end of the wall holder which were visibly bent backwards. Based on the damage pattern, it can be assumed that the carrying system has been inserted incorrectly into the wall holder under strong force several times in the past, which has led to a deformation. The oxylog 3000plus with its carrying system could therefore be inserted into the wall holder with its lateral offset to such an extent that the external voltage contact of the carrying system bridged the two feeding contact springs of the wall mount. This short circuit led to the reported situation. However the short-circuit current was limited by the power supply unit. The oxylog 3000plus and its accessories have been developed in accordance with iec 60601-1 and therefore comply with the general safety requirements for medical electrical equipment. The materials used are classified ul 94 (or better). The instructions for use of the wall holder informs the user: "check all parts and fixing material before use. They must not be deformed or ruptured, to prevent any risk of injury." No comparable case has been reported to dräger since the oxylog 3000plus was placed on the market in 2010.

Manufacturer narrative:
The investigation has just started, results will be provided in a follow-up report.

Event description:
It was reported by the user facility: "a fire spontaneously developed at the above mentioned device, without any external intervention on (B)(6) 2020 around 2:45pm at the connector of the transport ventilator and the associated charging station. The connection appeared to be correct. The fire was quickly noticed and the device was extinguished with a fire extinguisher. There was no injury to any person (device was not in use). We ask for appropriate examination."